Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and display is blank currently. The customer's blood glucose level was 18 mmol/l at the time of incident and customer treated it with manual injection and insulin pump. It was reported that the yesterday insulin pump was vibrated non stop, alarms and screen was flashed white and has been off. The insulin pump will not be returned for analysis.